Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps (mbf) had thermal damage. The customer used a new mbf instrument to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mbf instrument was inspected prior to use with no issue. The surgeon suspected that the external generator vio 3 issue was the cause of the instrument thermal damage. The surgeon observed the fire during tissue incision. No other instruments were in use when the issue occurred. The fire was originated from the mbf instrument. There was no patient injury due to the issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage of the maryland bipolar forceps instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint regarding thermal damage of the instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.